Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the master supervisory controller (msc) logs for the system associated with this event has been performed an intuitive surgical, inc. (Isi) quality engineer (qe). The following additional information was provided: the system was powered on (55100) on 10/01/2024 10:35 am (gmt) . The system entered start of procedure (55200 - usm attached to cannula and hydraulic brakes activate) at 11:44 am. At 11:47 am, the system entered following mode (55202) - surgeon takes controls of instruments and places head through viewer). Error 48259 occurred at 12:04 pm indicating the vca1 node reported video pll lock loss (black screen) on output stream 1. Error 119 occurred at 12:11 pm indicating console hrsv low current: the hrsv monitor in ssc1 have a total current draw from the gpd that is lower than threshold. End of procedure (55201) was logged on 10/02/2024 4:34 am. Additionally, DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable cause of error 119 is attributed to a faulty electrical component of the high resolution stereo viewer (hrsv). Error 119 indicates that console hrsv monitor¿s current is low.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis. However, failure analysis has not yet complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was no image displayed on the right eye on the surgeon side console (ssc). The image was displayed as expected on the vision side cart touchscreen. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to perform power cycle, ssc breaker, and reseat the blue fiber cable without improvement. The customer confirmed that there was no external video device connected to the back of the ssc. The surgeon stated there was no backlight and no icons visible on the right monitor. The surgeon stated that they could finish the procedure in these conditions. The procedure continued as planned with no report of patient injury.

Manufacturer narrative:
The high resolution stereoscope viewer (hrsv) was installed on the test system and had no video in the right eye at startup. Error 119 was confirmed in the logs.

Event description:
Refer to h11 for follow-up information.